Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Inside the pump door area was wet. Patient states the cassette was leaking. Patient also states no ill effects or antibiotics administered. Cultures were drawn and resulted with no growth, effluent has remained clear. Patient continues with ccpd therapy without known complications. There is no sample available for evaluation.